Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the end-tidal carbon dioxide (etco2) circuit end broken off in the port. There was no patient involvement, therefore no patient or user health consequences or impact occurred.

Manufacturer narrative:
New information received indicates no patient involvement. Describe event or problem and health impact updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the end-tidal carbon dioxide (etco2) circuit end broken off in the port. It is unknown if there was patient involvement during this event, however no health consequences or impact have been reported.